Event description:
Patient reported, right side pain and rupture. Patient reported, that shortly before performing the exams, they felt pain in the breast. When they underwent a mammogram, they were diagnosed with a rupture.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.